Manufacturer narrative:
The device, was used in treatment was not returned for evaluation with all additional information provided we have not been able to establish a relationship between the reported event or determine a root cause. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture. A complaint history review found other related failures. Probable cause may be a component failure or an obstruction in the fluid line. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
Internal complaint reference number: (B)(4).

Event description:
It was reported that while the renasys go device was plugged into the wall outlet it shut off. The patient re-started the device and it displayed "continuous 80mm" but there was no suctioning. The patient stated that no fluid was being through the tubing and the dressing did not feel tight. It is unknown how the treatment was completed nor if there was a delay. No further information available.